Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address pain and tibial and femoral loosening. Loosening occurred at the bone/cement interface. Cement manufactured by a competitor, stryker. Update rec'd 02/12/2016 - the updated clinical der indicates the femoral and tibial components were loose at the cement/implant interface. Update rec'd 02/19/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was experiencing pain. Upon revision the tibial component was found to be loose and came out quite easily. The cement mantle was not loose. The femoral component was also loose. It was removed and then the cement was removed from the femur. Records also indicate depuy cement was used during implantation. At this time the patient's femoral, tibial, cement and augments are being added to the complaint and reported.